Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that during suctioning, the suction catheter tubing snapped. The broken piece had to be pulled out from the tracheostomy site. The closed suction catheter was replaced with a new one. Per additional information provided by the patient's sister to the sales rep on (B)(6) 2018, there was no injury to the patient. No further information has been provided at this time.

Manufacturer narrative:
One used tubing/catheter from a closed suction catheter was received. No other portion of the device was received. No product packaging was received. The tubing/catheter was intact with no cuts or tears. Visual inspection with magnification identified the presence of a ring of adhesive residue at 5mm from the proximal end of the tubing. A small gap in this residue was observed. Visual examination of the proximal end of the tubing/catheter was performed under uv light and verified the presence of adhesive, which fluoresces due to the presence of an optical brightener. Fluorescence occurred all the way around the tube; however, the intensity varied from one side to the other. Inspection of the returned tubing/catheter could not determine the root cause of the event since the tubing was not cut or torn and the presence of adhesive on the proximal end of the tubing/catheter was verified. All information reasonably known as of 04-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 23-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received 13-mar-2018 stated the patient is absolutely fine and suffered no harm.